Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a pressure ulcer on her back underneath the vibration box. Patient also had a rash all over since being fit with the device. Rash worsened and patient's skin because raw all over his back and there appeared to be blood spots on the raw skin. The wires and electrodes were also causing indentations on the patient's skin. The patient was given a prescription of fluidzon liquid 0.05% from their physician. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.